Manufacturer narrative:
The initial reported event of lead fracture, replacement, and patient sustaining inappropriate and/or excessive shocks or failure to receive therapeutic shocks which have required medical intervention were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: medtronic conducted an investigation based upon all received information. The following complaint(s) were investigated: it was reported that: the device ventricular tachyarrhythmia therapy was an unwanted/unexpected shock. - this complaint was confirmed based on the save-to-disk file. The most likely root cause was traced to a component failure. There was unsuccessful defibrillation; low/insufficient defibrillation energy was delivered. This complaint could not be confirmed based on the save-to-disk file. The most likely root cause was not established. The device was returned on company request. There was not enough information to make any determination based on the actual device. The most likely root cause was not established. There was an apparent lead fracture. This complaint was confirmed based on the actual device. The most likely root cause was traced to a component failure. Product analysis occurred. The primary analysis finding was: the distal conductor of the lead developed a fracture due to flexing while in vivo. Additional finding(s) include: the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Further action was not required because an existing corrective action or investigation is applicable. Should new information become available the file will be re-opened and the investigation summary will be amended as appropriate. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2010, 4968-60 lead, implanted: (B)(6) 2010, and 638rl32 heart ring, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged the patient sustained "inappropriate and/or excessive shocking, or failure to receive therapeutic shocks which have required medical intervention." It was further reported that the right ventricular (rv) lead fractured. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.